Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed. Analysis of this data indicated oversensing associated with the right ventricular lead. It was noted that oversensing was likely caused by settings used and due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that there was oversensing and noise on the lead and/or the device. It was noted that noise was not reproducible for the lead or device with pocket manipulation and that environmental noise may be a possibility at the current settings. The lead and device were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): a3dr01 implantable pulse generator - 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.